Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736355, serial/lot #: (B)(6), product ID: 9736405r, serial/lot #: (B)(6); product ID: 9736356, serial/lot #: (B)(6); h3/h6 - a manufacturer representative went to the site to service the system. Testing found the system has a soundcard failure. Replaced computer and hard drive. Evaluation of the returned hard drive and computer found no faults with the products. Codes c19, d14 apply. Evaluation of the software logs determined that while booting, syslog captured a grub record fail 2 times on the date of the issue. Codes c10, d18 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer observed falsely decreased alinity I ca 19-9xr results for one patient. The following data was provided: sample ID (B)(6) initial result, with lot 62106fp00, was >1200, repeat result, with automatic 1:10 dilution, was 283.42 u/ml. The sample was manually diluted 1:2 and the result was 514.94 u/ml (calculated result was 1029.88 u/ml). The sample was repeated on another analyzer, serial number (B)(6), and the result was 1019.01 u/ml. The sample was then repeated on another analyzer, serial number (B)(6) with lot 61049fp00, and the result was >1200, repeat result, with automatic 1:10 dilution, was 204.56 u/ml, which generated an expc flag, expired calibration flag. There was no impact to patient management reported.